Manufacturer narrative:
Concomitant products: therapy dates for the following devices are unknown: model: 3186, scs lead (2) in the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced discomfort at their ipg site. As a result, surgical intervention is pending to address this issue. Note: the date of implant for this patient's scs system is unknown

Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their ipg replaced with a different model. Issue has been resolved.